Event description:
The customer reported a false nonreactive alinity I hbsag result for one liver cancer patient. The initial hbsag result was 0.01 iu/ml (nonreactive). The customer stated the abbott result was already reported to the clinical physician. The previous hbsag results were positive. The previous data was provided: on july 19 the hbsag result was 72.05 iu/ml; on august 25 the hbsag result was 1.68 iu/ml. Other testing from the five hepatitis b tests were: anti-hbs = negative; hbeag = negative; anti-hbe = positive (0.03 s/co); anti-hbc = positive (6.21 s/co). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot number 57093fn01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57093fn01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent lot 57093fn01 was identified.

Event description:
The customer reported a false nonreactive alinity I hbsag result for one liver cancer patient. The initial hbsag result was 0.01 iu/ml (nonreactive). The customer stated the abbott result was already reported to the clinical physician. The previous hbsag results were positive. The previous data was provided: on july 19 the hbsag result was 72.05 iu/ml; on august 25 the hbsag result was 1.68 iu/ml. Other testing from the five hepatitis b tests were: anti-hbs = negative; hbeag = negative; anti-hbe = positive (0.03 s/co); anti-hbc = positive (6.21 s/co). There was no impact to patient management reported.